Event description:
It was reported by the customer that a pyxis medstation es system read and write error on full height drawer 5. The customer stated that there was a delay due to failure occurred during a dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer number two cubie pocket was showing read write error. A field service engineer cleaned all contacts, reseated row tray cables and rebooted the station to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshoot the device.